Manufacturer narrative:
An american medicalsystems senior global quality complaint investigator followed up with the customer to obtain additional information from the physician; as this failure regarding the pv fibers have been seen before. Information was also requested to determine if all of the cases that the physician were referring to have been reported to american medical systems. American medical systems is currently awaiting the answers from the physician.

Event description:
It was reported by a customer on (B)(6) 2011 during the procedure the fiber exploded 2 cm away from the white plastic piece that it is used to hold and turn the fiber at 33,328 joules. No patient injury was reported. Per the customer, the physician explained that in the past he saw this same failure with the old pv fibers. He described it as a little explosion 5 cm from his hand, after that, the fiber broke and hung with just one side attached to the rest of the fiber body.